Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Last name unknown / not provided. PMA/501(k): k101880. Device manufacturer date unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
Clinician reported swelling and suppuration present. Implant at tooth site #31 was removed due to infection. Additional appointments / implant re-placement: not indicated. As a result of the event no injury to the patient was reported. Symptoms as a result of the event: infection, swelling and suppuration.